Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ silicone migration: no observed. ¿ rupture: no observed. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, non penetrating nick and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported " capsular contracture baker grade ii" and "rupture". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported " capsular contracture baker grade ii" and "rupture". This record is for the left side. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.